Event description:
The customer reported that their device was showing its service indicator and logged a critical event code which effects defibrillation delivery.there was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control has advised the customer that we no longer offer service options for this device. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.